Event description:
The co2 monitor was reading 34-0-34-2-34-0 instead of a steady 34. When a blood gas was sent, it confirmed a co2 level of 34. This is a recurring problem with this monitor. The hospital has had 5 occurrences in the last week. It is unclear what is causing the problem. Of note, this is being used in the or in addition to the ICU's and we're only experiencing this problem in the or setting.======================manufacturer response for anesthetic gas module, intellivue======================the phillips representatives are uncertain what is causing the variation. They state that the problem may be due to the use of a different manufacturer's sample tubing instead of philips sample tubing. This has been known to cause a problem with falsely low etco2 readings. Philips is shipping sample tubing to the facility to see if this solves the problem.